Event description:
The hcp reported that following a new pump and catheter implantation the pt presented later that day with labored respirations that progressively worsened resulting in intubation. The pt was admitted to the intensive care unit. No other symptoms were reported. The pump was stopped several hours later. Pump programming was verified for accuracy and "ruled out as a factor in patient symptom". Further investigation revealed that "the pt was receiving valium and morphine which is what caused respiratory depression. Issue not related to its pump." The pt was reported to be out of ICU, tube removed and stable.

Event description:
The hcp reported that the pt was "doing fine and was to be discharged soon".